Manufacturer narrative:
H10: the reported problem was investigated via remote support. The customer stated no alarms were issued to the surveillance station. The remote support sent a field service engineer (fse)to investigate the problem onsite. The fse found that the system validation showed apc (access point controller)2 10.93.100.11 not responding, yet it showed active in apc gui (graphical user interface). Further investigation showed the default gateway for the apc was incorrect and should have been 10.93.100.1 not 10.100.93.1. It was then discovered by then fse that the device had been sent out for repair previously however when it returned the biomed returned the device to service with the wrong rf (radio frequency) code meaning that it was not connected wirelessly. The fse also stated that the nurse manager did not confirm if the patient involved actually suffered a stroke or not. The fse reconnected the device and also educated the customer on ways to identify if the wireless device is associated to the central when it has been disconnected from a bedside monitor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no alarms were issued to surveillance station. The device was used for patient monitoring at the time of the alleged malfunction. An adverse event involving a patient was reported. A stoke alarm was called. At time of report, it was not confirmed if a stroke took place or not.